Event description:
Patient had large polyp that required lift for emr (endoscopic mucosal resection). After polyp lifted and snare placed around polyp to cut and burn using cautery. However, the erbe failed and the cautery did not work. Multiple attempts were made to correct the issue but failed. A new erbe was immediately brought in and the polyp was removed, however the md stated she suspected a perforation. Multiple clips place to close polypectomy site and patient was sent to CT for verification of perforation. CT confirmed free air in abdomen, patient admitted for observation and surgery consulted. Biomed report: 2024 june 26 - bmed removed device from service. Staff reports "not cutting properly" during case on thursday, (B)(6) 2024 at 1600; the single-use polypectomy snare used on patient, ref: (B)(4), not obtained from staff. Interface and settings; monopolar receptacle with erbe ref: m00562340 accessory electrode cable, 1a snare/hot biopsy, forced coag effect 2 and 20-25 watts. Additional info: staff received numerous green indicator light. Encountered multiple error codes but failed to record message. Display flashed. 2024 july 2 - no problem found tested per OEM output matrix. Device also tested with erbe accessory cable, ref: 20192-135, connected to a new boston scientific single use polypectomy snare circuit, ref: m00562340, lot: 31187002, and use by: 2026-03-06 per staff's reported settings of forced coag effect 2 at 20-25 w resulted in 21.2-25.6 w. Bmed holding device in shop until further notice. Reference report: mw5157417.